Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incarcerated epigastric and umbilical hernia. It was reported that after implant, the patient experienced infection and pain. Post-operative patient treatment included surgical revision. The device had been used with ethicon securestrap, lot: jem591, expiration: 04/2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was incarcerated epigastric hernia and postoperative diagnosis was incarcerated epigastric and umbilical hernia. The procedure performed was a laparoscopic epigastric and umbilical herniarepair. The patient experienced surgical revision, post-op infection and pain.